Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms while not within extreme temperatures. Blood glucose (bg) level was impacted (290 mg/dl), and was addressed by administering a manual injection. It was indicated that the customer will administer manual injections as alternate insulin therapy.